Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer (fse) evaluated the device. The fse cleaned the filter, replaced the tubing, replaced the bacteria filter and the filtration of the proximal pressure line to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator would not go on standby mode. The ventilator was not in use on a patient at the time of the event occurred.